Manufacturer narrative:
(B)(4).

Event description:
As received via medwatch: implant date: (B)(6) 2009. Event desc: the patient presents for evaluation of a draining abdominal wall sinus tract. The patient underwent radical cystoprostatectomy with neobladder formation about six years ago, after which he developed a wound infection and subsequent hernia. He then underwent laparoscopic converted to open ventral hernia repair with mesh. This was complicated by an abdominal wall abscess requiring opening of the wound. He ultimately ended up with a nonhealing wound with exposed mesh, which did not heal with conservative management with serial mesh debridement. About three years ago, the patient underwent mesh removal and ventral hernia repair with bilateral component separation and strattice mesh underlay. A portion of the wound opened after this operation but was closing steadily with wound care. However, he was subsequently found to have a sigmoid colon cancer after an admission for gi bleed. About two years ago, the patient underwent low anterior resection and excision of mesh. Since that time, he has gone back to the or on two occasions, both about a year ago, for non-healing wounds, associated with persistent mesh, which was excised at the time of surgery. The patient did well after his most recent operation but has developed a persistent draining sinus tract to the left of his lower midline incision.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was released according to quality specifications including those related to sterilization. No product or picture were provided for evaluation. Without the sample, a detailed investigation could not be performed. A review of the routine product bioburden monitoring results has been performed and confirmed to be within specification limits for the concerned period. The reported infection is a known potential complications of this type of surgery. The product instructions for use (IFU), which accompanies each device, states that the complications arising from wall reconstruction with reinforcements can also be seen after the composite mesh has been used. These complications include, but may not be limited to: seroma/ hematoma / recurrence / adhesions/ chronic pains/ infection / inflammation/ allergic reactions to the components of the product. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend.

Event description:
Additional information received, indicated that the mesh was placed on the abdominal wall and the mesh in its entirety was excised on an unknown date. It was also indicated by the reporter that the patient had a number of mesh excisions performed previously with non-covidien mesh as well.